Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. An image of the instrument that was provided by the customer was reviewed. The image confirmed the allegation from the customer that the cable exhibited damaged insulation.

Event description:
It was reported that the fenestrated bipolar forceps instrument had damaged insulation on the cable. No fragment fell into the patient. The procedure was completed with no patient harm, adverse outcome or injury. The issue caused a delay of less than 15 minutes. Follow-up was performed with the customer and additional information was obtained. The cable issue was identified during reprocessing of the instrument. The reporter could not confirm if the instrument was checked prior to the last procedure but noted that they assumed that it was checked. No further details could be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa found to have damage of the conductor wire¿s insulation at the yaw pulley. There was not material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Additional observation related to the customer reported complaint: the instrument was found to have mechanical indentation/burrs on the bipolar yaw pulley. Conductor wire insulation damage was observed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.